Event description:
The reporter alleged that over a period of five months there have been three or four cases of tissue burns while using the switchblade scissor. The doctor was contacted for information. Per the physician, the cases were all laparascopic donor nephrectomy operations. For three of the cases, as the kidney was dissected, little burns were noted around the colon during the procedure. The doctor stated the burns were reasonably superficial and the patient was not injured. The patients have healed and are doing fine.